Event description:
Customer tested and received blood glucose results of 151, 143, 59 and 161 mg/dl. The customer was feeling extremely low but took their pills based on the device results. They felt they were low so they had some pancake syrup and went to the hosp. At the hosp their device read 135mg/dl and the customer device read 155mg/dl. A lab performed but the result is unk. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.